Manufacturer narrative:
The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessments. Imagery of the balloon post-procedure was reviewed. The balloon was separated from the delivery system and confirms the complaint. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. Complaints initiated from may 2019 to june 2019 were reviewed and revealed that the complaint rate exceeded the monthly trigger for further analysis of complaint data.  A product risk assessment (pra) was previous initiated for risk assessment. A CAPA was also previously initiated for further investigation as well as monitor the effectiveness of the ultra training bulletin. Per IFU, device preparation and training manuals, for thv deployment: use nominal volume; the delivery system requires a prescribed volume for thv deployment and proper function.  Warning: failure to use slow, controlled inflation and prescribed nominal inflation volumes may result in balloon burst, difficulty retrieving the delivery system, and may require subsequent conversion to surgical intervention. : unlock the inflation device, begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence, using slow controlled inflation, deploy the thv by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon, deflate the balloon, when the balloon has been completely deflated, turn off the pacemaker.  For system removal:  completely unflex the delivery system, retract the loader, more resistance is felt when removing delivery system through sheath. Ensure all residual fluid in balloon is removed after deployment, maintain guidewire position in the aorta, pull the entire delivery system through the sheath, if there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again; repeat as necessary, caution: patient injury could occur if the delivery system is not completely unflexed prior to removal.  Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty-through sheath¿, and ¿distal tip, nose tip ¿ separated¿ were confirmed by the provided imagery. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the cer, additional volume above indicated was used when deploying the valve. It is possible that the additional volume caused the balloon to burst. It is also possible that the balloon interacted with calcification upon inflation, and the calcium punctured the balloon. Once the balloon burst, it¿s deflated profile would have been larger than normal. This would have contributed to the withdrawal difficulty. Using higher force to retrieve the delivery system may have caused the balloon and nose tip to separate. As such, it is likely that patient factors (calcification) and/or procedural factors (inflation volume, balloon burst) contributed to the complaint event.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment.   The device was not returned for evaluation.   Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.   In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon.   In this case, the exact cause of the balloon burst was not confirmed. However, the mechanisms described above and patient factors not provided may have contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the balloon burst. There was difficulty bringing the balloon back into the sheath and the proximal shaft of the balloon became separated. A vascular cut down in the femoral artery was required to remove the ruptured balloon. Post procedure the patient was in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information:  notification and relabeling. Additional information. Field h9: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.